Event description:
On 3/2004, the pt was implanted with a vented electric left ventricular assist device (lvad). On 2004, the perfusionist contacted the MFR and reported that while changing out the controller for pt discharge to home, there was a controller malfunction. When the perfusionist was hooking up the power cords to the power base unit (pbu), the white connection caused an audible alarm, and then the pump stopped. The perfusionist unhooked the white cord and there was a steady audible alarm with a flickering yellow wrench visual alarm. The perfusionist reattached the white cord and detached the black cord with no alarms. Reattach for a self test once with a controller malfunction alarm on system monitor. The perfusionist decided to change back to the original controller. The perfusionist has sent in the controller to the MFR for eval. The pt remains stable and is getting ready to go home. Pt remains on lvad support while awaiting a heart transplant.